Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy after the first firing stroke, the reload disengaged out of articulation and the articulation knob would not articulate the reload. This was not noted until surgeon removed stapler and reload from trocar and the reload silver metal rod was the only thing keeping reload attached. New handle, loading unit and cartridge were used to complete the case. There was no patient injury.